Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw and was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, tissue thickness and damage or debris on the device tip between passes). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair procedure, the capture window of the firstpass suture passer broke inside the joint while suturing the ssp. The firstpass device broke during the second suturing attempt. All broken parts were removed from the patient¿s body, and there was a risk of leaving fragments inside. The procedure was delayed by one hour and completed using a s+n backup device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).